Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to assemble trial device during procedure and the screws came out. During the surgery, both pieces misplaced and tibial coin was not being able to be locked into place.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the surgeon was attempting to assemble the trial device during the procedure the screw and metal ball came out. During the surgery, both pieces were misplaced, and the tibial coin was not able to be locked into place. Post-operative x-rays taken confirm that no pieces were retained in the patient, and the misplaced pieces were discovered following the surgical procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of actual device received. Visual inspection of the returned device shows that screw and ball are missing from one slot and the thread in the slot are damaged. Dimensional analysis performed using thread gage and it was seen that gage would not thread in the device slot. There were wear marks (scratches, dents and nicks) seen on the surface of the device. Device history records (DHR) was reviewed and no discrepanies were found. Root cause cannot be determined as it is unclear if the screw was being loosened and the ball bearing was lost, or if it disassembled on its own during use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.